Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an akreos (mi60p) lens developed fibrin deposition post implantation. An anterior chamber washout and removal of the membrane has been performed. Additional info has been requested, but has not been received.